Event description:
It was reported that while using a bd luer-lok¿ syringe there was leakage past stopper. The following information was provided by the initial reporter: while instilling stem cells using the bd 50 ml syringe, product leaked from syringe into compartment above the plunger - leading to contamination issues (risk of infection).

Manufacturer narrative:
H6: investigation: it was reported the syringe leaked from the plunger. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo is small with poor resolution, but shows what seems to be a large syringe connected to an IV line. From the photo, it appears there is a red substance past the stopper. A sample was received at the manufacturing site and was returned to the decontamination site for an additional decontamination attempt. The sample was lost in transit when being returned to the plant. A device history record review was completed for provided material number 309653, lot 1215349. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using a bd luer-lok¿ syringe there was leakage past stopper.   The following information was provided by the initial reporter: while instilling stem cells using the bd 50 ml syringe, product leaked from syringe into compartment above the plunger - leading to contamination issues (risk of infection).